Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the physician was utilizing a coblator ii surgery system and the setting for coagulation would fluctuate from a higher set point to a lower point on its own. There were no problems controlling bleeding and the procedure was completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt¿s age and gender were requested but were not received.